Event description:
It was reported after the iab was inserted and connected to the pump, the middle portion of the balloon did not unwrap and inflate. As a result of this, the iab was removed and replaced. There were no additional complications.